Manufacturer narrative:
Device evaluated by manufacturer: a wolverine cb mr, ous 10mmx2.50mm was returned for analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was soaked in a water bath at 37 degrees celsius. The device was then attached to an encore inflation unit and during an initial attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located at 1mm distal to the proximal markerband. No issues were identified with the balloon which could have contributed to the pinhole leak. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination of the hypotube/shaft found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands which could potentially have contributed to the pinhole leak.

Event description:
It was reported that the device would not inflate. During the procedure, it was not possible to inflate the balloon. The device was replaced to complete the procedure. There were no patient injuries reported. However, the return device analysis revealed a pinhole leak in the device.